Event description:
On (B)(6) 2009, the patient reported her insulin infusion headset continues to not properly adhere to her skin after a bath or shower. She stated she has to change her headset each time it gets wet. Her infusion sets are stored in a closet and are not exposed to extreme temperatures or humidity. She stated she cleans her skin with standard alcohol before inserting her headset. She stated she does not use antiseptic wipes. Courtesy infusion sets were sent to the patient along with transparent dressing. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.